Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 59 mg/dl. The customer stated that he was hospitalized due to low blood glucose readings. The customer stated that there was a no delivery alarm from the pump. The customer was assisted with clearing the alarm. The customer stated that the reservoir was empty so a low reservoir alarm occurred. The customer was advised to take the battery out, but the patient did not want to. The customer was advised to suspend the pump. The customer was advised to call back regarding the low blood glucose readings and hospitalization.